Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the tubing was coming off of the cartridge. The patient did not allege any harm or injury because of the reported issue. The patient indicated that the tubing was not staying on the cartridge although she had reportedly confirmed beforehand that the luer lock was tight. The patient no longer had the tubing or cartridge involved in the incident. She also was not sure if the issue was due to specifically a cartridge and/or tubing issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a possible cartridge related to the tubing coming loose from the cartridge. However, there is no evidence that the possible cartridge issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201839 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.